Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "tracker interruption" (failure to align). A laser operator reports that during a prk procedure to enhance a post-iol implant outcome, the tracker interrupted the procedure 10 times. With each interruption, the system displayed a message, 'pupil not found'. The tracker monitor showed a well-centered tracker ring over the pupil. The intended outcome for this pt was plano. The most recent post-op showed ucva of 20/25 and an autorefractor reading of -.50 x 45. Bcva was not provided. Add'l info has been requested.